Event description:
The field service engineer (fse) reported clenz cleaning solution leaked from the rear of the instrument and onto the table and floor involving the coulter lh 780 hematology analyzer. The fse noted the fluid leak originated from vacuum chamber vc26. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. No erroneous results were generated. There was no patient consequence associated with this event. The fse discovered the vent tubing clogged. The fse removed the obstruction at the vent port of vacuum chamber vc26 and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer¿s published performance specifications and was returned to normal operation. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
(B)(4).